Event description:
After successfully administering a flu shot to a patient, staff activated the safety guard on the needle using the mayo stand. After putting down the vaccine, staff realized the needle bent at a 90 degree angle outside of the safety guard. FDA safety report ID# (B)(4).